Event description:
It was reported that patient's right ventricular (rv) lead exhibited under-sensing resulting in over pacing. Rv lead's sensing had dropped. Programming changes were made. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information noted that noise was noted on ventricular channel. Right ventricle (rv) lead was explanted and replaced with new lead. During the procedure, it was noted that atrial lead was damaged. The atrial lead was replaced with new lead as well. Patient condition was stable throughout the procedure.

Event description:
New information received noted that the lead exhibited unspecified over-sensing. No additional intervention was performed.